Manufacturer narrative:
The investigation for the sepsis has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues sepsis could not be determined. The instructions for use states ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 76-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was also being supported by ECMO. During support, the patient developed an infection. The patient expired while on impella and ECMO support. The physician noted the patient expired from multi-organ failure, not impella use. The pump was a possible site of the infection, as was ECMO.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿